Manufacturer narrative:
Facility has confirmed that the device will not be sent back to stryker for evaluation. Device will not be returned by the customer

Event description:
The customer reported that the device was not holding pressure during a case, a condition which could result in systemic exposure to local anesthetic if it should recur. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences.

Event description:
The customer reported that the device was not holding pressure during a case, a condition which could result in systemic exposure to local anesthetic if it should recur. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences.